Manufacturer narrative:
The customer's meter and test strips were returned for investigation. The returned meter & strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.2 inr. Donor 2 inr: 2.9 inr. Donor 1 hct: 60%. Donor 2 hct: 52%. Testing results: donor #1: master lot: 2.2 inr. Customer strip and retention meter: 2.1 inr. Donor #2: master lot: 2.9 inr. Customer strip and retention meter: 2.8 inr. All inr values were within the specified maximum difference between measurements. The patient samples were always identified as blood. No error messages occurred. The returned material and the retention material meet specifications. No information was provided that would point to a cause for the result discrepancy.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received erroneous results for one patient tested with coaguchek xs professional meter serial number (B)(4). At 14:26, a sample from the patient was tested on the meter, resulting as 4.6 inr accompanied by a message. At 14:33, a sample from the patient was tested on the meter, resulting as 6.7 inr accompanied by a message. At 14:42, a sample from the patient was tested on the meter, resulting as 6.0 inr accompanied by a message. Samples from different fingers were used for each measurement. No adverse events were alleged to have occurred with the patient. No treatment was provided to the patient based on the meter results. The patient had no changes in warfarin/coumadin medication since last testing. The patient's therapeutic range is 2.5 - 4.0 inr. The patient's testing frequency is once per week. The patient had some bruising on his arms and a scrape that was bleeding a little. The patient did not require medical treatment for the bruising or scrape. The patient does not have a previous diagnosis of anemia or polycythemia. The patient does not have antiphospholipid antibodies. The patient does not use any other anticoagulants. The patient has had no changes in diet, no new medications, and no new illnesses. The heater plate of the meter was visibly soiled. The customer cleaned the heater plate. The customer was advised that the message which accompanied the results means that the samples were recognized by the meter as controls. The customer was advised that the patient's hematocrit may have been outside of the system range. The customer ran their own sample on the meter and the result was 1.0 inr, without the message. The customer's product was requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 186866-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.